Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# va0b2ag, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
The programmer was returned for analysis, but no significant anomaly was found. The antenna jack was tarnished and replaced as a preventative measure. Additional information has been requested, a follow up report will be sent if additional information is received.

Event description:
It was reported that patient was not being able to make adjustment both with or without antenna attached. It was indicated that patient tried changing batteries but still could not connect with the implant. It was reported that interstim only worked intermittently, but overall patient would classified interstim as a failure. It was indicated that patient was still getting up every hour and a half to 2 hours at night, same as prior to implant. It was noted that during the day seemed to be able to wait a little longer in between bathroom trips. It was indicated that patient currently could not feel stimulation thus wanted to adjust stimulation. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).